Manufacturer narrative:
An alternative home oxygen unit was available for use. A replacement unit was provided via overnight delivery.

Event description:
A unit was reported to be displaying a temperature error, leading to operational failure. The patient's machine shut down while in route to a doctor's appointment, and upon arrival at the doctor's office, the unit would not stay on. The patient, who is prescribed 24/7 oxygen at a setting of 6, was unable to breathe independently. As a result, the doctor's office called an ambulance, and the patient was admitted to the hospital, where they remained for six days. The patient confirmed experiencing adverse health consequences due to the incident. During hospitalization, the patient received breathing treatments, supplemental oxygen, and antibiotics. Additional patient details indicate pre-existing conditions, including copd, emphysema, and lung cancer, which may have contributed to the severity of the health event. The patient did not observe any audible or visual alarms on the device at the time of the incident other than the temperature error.